Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient's wound was poorly healing. As a result, the patient was given antibiotics and presented to the wound clinic for debridement of the lead insertion site.

Event description:
Additional information indicates that the infection has now resolved.

Manufacturer narrative:
A patient's wound was poorly healing was reported to abbott. The patient was given antibiotics and presented to the wound clinic for debridement of the lead insertion site. The infection was resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.